Event description:
It was reported that this event involved a male patient. The catheter was inserted via the left femoral vein. In 2009, pt had heart surgery and was moved post surgery to the ICU. Four days later, the nurses were turning pt and catheter slipped out of the white hub which was sutured into pt. The nurse stated that she did not think the line was trapped. The sutured hub was intact and to remove it from pt's sutures would have had to be cut. While turning pt, the catheter migrated out of pt and catheter flipped up towards the nurse's face. Our sales representative, which was present at the time, confirmed the nurse was not splashed with any bodily fluid. Pt bled moderately from the site, and it was noted that pt was not given heparin prior to this event. After the catheter was removed, approximately 12 hours later, another cs-25142-f was inserted into pt's right femoral vein. There were no reported patient complications. Additional information received on 10/05/09 stated that the day before this event occurred, the patient's hb was 8.8 g/dl at 06.00 hrs and on the day of this event, his hb was 7 g/dl at 07.00 hrs, on the same day, his hb from a blood gas sample was 6.8 g/dl and at midday, which was approximately one hour after the event, his hb was 6.4 g/dl. The patient was given two units of blood. His clotting time prior to this event was normal. The sales representative confirmed there was no harm to the patient from this event, only an interruption to his therapy.

Manufacturer narrative:
Sample will not be returned for evaluation.